Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that the central nurse's station (cns) is showing a message "system recorder error" on it. There was patient involvement but no injuries reported. Nk technician informed the bme that the message should go away if they perform a reboot on the cns. Bme said they will have to do it later because the cns is in the emergency room and they do not want to reboot it while it is busy. More information received by bme was that when they did reboot the cns the windows service was not restarting on boot up, requested to send it into nihon kohden for evaluation. Investigation/evaluation summary: during evaluation, our nk rc (nihon kohden repair center) they were unable to confirm the primary issue of "system recorder error". However, the secondary issue was confirmed, as the device is confirmed to be stuck in a boot loop, and an error message displays as "your pc ran into a problem and needs to restart. We'll restart for you". Nk qa (quality assurance) department also evaluated the device, cns (central nurse station) (pu-681ra, serial number: (B)(6), confirming similar findings (as noted above by our nk rc). The hdd (hard disk drives) showed approximately 4,000 (four thousand) hours of use, which is considered normal, and the first hdd shows normal health. However, the second hdd has lost its raid copy from the first hdd, (due to software corruption, possibly causing damage to the second hdd). To resolve this issue, the second hard drive was repaired and rebuilt to restore the raid configuration. After repairs, (after post repair inspection and testing passed). A replacement cns was provided to the customer for ticket (B)(4), and the hdd was re-imaged/repaired and the software was upgraded, on the returned complaint device, to resolve this issue. Mitigation included either replacement of the cns/re-imaging of the hdds, software updated. We recommend to the customer that continuing with the kvm solution is at their discretion and risk, and a possible contingency plan would involve rebooting and re-establishing the connection after any power disruptions, corruption or any other boot looping issues with the system.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is showing a message "system recorder error" on it. There was patient involvement but no injuries reported. Nk technician informed the bme that the message should go away if they perform a reboot on the cns. Bme said they will have to do it later because the cns is in the emergency room and they do not want to reboot it while it is busy.